Manufacturer narrative:
Should additional info become available regarding this event it will be re-evaluated and a f/u report will be sent.

Event description:
It was reported that "on or about (B)(6) 2007, plaintiff was admitted to undergo surgery" to treat endometriosis and stress urinary incontinence. The device used in plaintiff's surgery was the monarc." The attorney for the plaintiff has alleged that, the "plaintiff suffered multiple complaints some time after the mesh was implanted, including pain, pain with sexual intercourse, infections, bleeding, and voiding difficulties." It was also alleged that the mesh has eroded, and caused dense scarring, and that plaintiffs have suffered, and will continue to suffer pain, disability, severe and irreversible injuries, impairment, loss of enjoyment of life, inability to engage in chosen and necessary activities and has sustained injuries and damages."